Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient wasn't feeling stimulation and wasn't able to increase above 1.5 on program 4. They wanted to change programs to see if they could feel the stimulation on a different program, noting they were trying program 3. They changed back to program 4 at 2.4, but wasn't able to increase any higher. There were no further complications reported.